Event description:
The report received from the affiliate indicated that approximately three (3) months after the index procedure, the patient was found to have in-stent restenosis (isr) of the previously implanted cypher select plus 2.75 x 18 mm stent. The restenosis was treated by balloon angioplasty using a cutting balloon.

Manufacturer narrative:
Index procedure: the target lesion was reported to be the circumflex coronary artery by direct stenting. The stent was reported to have been post-dilated using several high blood pressure balloon inflations. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.